Event description:
I used renu with moistureloc contact lens saline solution from 05/12/04 through 04/15/06. I was diagnosed with marginal corneal ulcers with scarring on 03/09/05 and 06/29/05. The corneal ulcers were the result of an unexplained infection. Dr placed me on an aggressive topical medication treatment schedule. The treatment included steroid drops which treated the corneal scarring and may require corneal transplant surgery in the future. Currently, I'm still suffering from the side effects of the infections wtih recurring pain and burning, blurred vision and light hypersensitivity.